Manufacturer narrative:
Returned product consisted of an ams800 occlusive cuff, pressure regulating balloon, and control pump. The ams800 occlusive cuff was visually and microscopically inspected and functionally tested. There was a perforation in the cuff shell at the fillet junction causing fluid loss. Inspection of the remainder of the device presented no other damage or irregularities. The fluid leak, and hole/perforation were both confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for (B)(6) found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Product analysis confirmed a perforation in the occlusive cuff based on visual and functional testing. The cuff damage is consistent with damage that can occur due to interaction with a sharp instrument. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. This complaint investigation conclusion code is for the adverse event occurred during the procedure and the device had no influence on event. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient experienced recurring incontinence with the ams 800 artificial urinary sphincter. Urethroscopy assessment showed absence of erosion, but the cuff head appeared to be too large. It was decided to remove and replace the control pump and cuff. The explanted cuff two holes which could explain the leakage.

Event description:
It was reported that the patient experienced recurring incontinence with the ams 800 artificial urinary sphincter. Urethroscopy assessment showed absence of erosion, but the cuff head appeared to be too large. It was decided to remove and replace the control pump and cuff. The explanted cuff two holes which could explain the leakage.